Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the silverhawk btk device to treat a fibrous slightly calcified 60% stenotic lesion in the mid tibial/popliteal trunk. Slight calcification and moderate tortuosity are reported. The device was prepped as per IFU. The vessel was pre-dilated. The nitrex 014 guidewire was hydrated at prep. No resistance was felt when advancing the device over the bifurcation. The guidewire was reported to have come out through the nose cone resulting in a perforation in the nose cone. The guidewire lumen remained in-tact. No difficulty encountered removing the device, all device components were removed from the patient, the lesion was treated with a nanocross balloon successfully. No injury to the patient reported.